Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) discriminator marked an episode, that was suspected to be ventricular tachycardia (vt), as supra ventricular tachycardia (svt). The resulted in the crt-d possibly withholding vt treatment inappropriately. The crt-d remains in use. No further patient complications have been reported as a result of this event.